Event description:
The customer contact reported air in the tubing set, distal to the filter. The homecare pt was receiving ancef 2gm via a gemstar pump and tubing set. After an unspecified length of time in use, the pump alarmed for an empty container. The homecare nurse arrived at the pt's home shortly after the alarm occurred. At this time, the nurse noted approx 2ml of air was in the tubing, distal to the filter. The tubing set was reprimed and the therapy was continued. It was unspecified if the pt received any air; however, there was no reported adverse pt effects. No medical interventions were required. Though requested, no further info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.